Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump had button error. The customer¿s blood glucose level was unknown. Customer reported that the button of the insulin pump was unresponsive and continue scroll during bolus time. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. No numbers scrolling during testing noted.